Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 143 mg/dl. The blood glucose reading at the time of the event was 22 mg/dl. Customer was out of it. Hospital treated with food and sugar water. Customer stated that the correction gave her too much insulin. Nothing further reported. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received in with a scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.